Event description:
Pt left message on 03/07/2006 at 5pm that he was in the hosp over the weekend because our sleep system collapsed, he injured his throat. I called william this morning and he said the bar covered by velcro dug into his throat when unit collapsed. He did not want to give me anymore info after I remarked that he may have had it set up wrong. William said he just wanted to get the unit out of his house. Linda, let me know if you see anything odd when this unit comes back or let me know if you need me to look at it. Thanks.

Manufacturer narrative:
Sleep support manual shows the correct set-up of the device. There is no clear caution that the device should not be set-up 180 opposite picture in manual (see attachment c). If the pt set-up the device incorrectly, this is the only way to hit the velcro in the neck area.